Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported an "ae" with juvéderm® voluma¿ with lidocaine. Additionally, the healthcare professional noted that there was inflammation in the infra-eyelid third, nasolabial groove, mandibular. The patient was treated with the following prescriptions: urbason IV, allbentine IV, and doxiclatminochi. The symptoms have been resolved.